Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified a piece of the shell was missing. The shell was observed to be broken and the device was underweight. A microscopic analysis was performed and identified a sharp opening. Based on the device analysis the final assessment is: a sharp, unidentified opening was observed on the patch/shell bond edge. As a portion of the shell was missing, this was assessed as inconclusive.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.